Manufacturer narrative:
H11: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed which included the following testing: pressure test and clear passage under water, priming test, usage test by gravity, usage test with a pump, and a water referee back pressure test. No defects were observed during functional testing that could generate the reported condition of a leak. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
D4: unique identifier (UDI) #: the lot number (10) and subsequent expiration date (17) are unknown; therefore, the UDI number only will contain the device identifier (01). G1: device manufacturer address 1: 600 mts. Oeste de entrada, principal ave. Las americas, parque industrial. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system continu-flo solution set leaked tpn (total parenteral nutrition) from the y-site. The green alcohol cap was in place. The leak occurred during daily central line audits in the neuroneonatal intensive care unit (nnicu). There was no report of patient injury or medical intervention associated with this event. No additional information is available.